Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the easycap and a confirm now. The customer stated during a code the customer could not differentiate between the easycap ii and the covidien kangaroo co2 detector for gastric tube placement. As a result of the two packages looking similar, the facility had an internal sys error where kangaroo co2 detector and the easy cap ii were incorrectly placed in the hospital. A code was called on a pt floor that does not experience codes often. The pt was intubated by the code team and they opened what they thought was an easycap, but realized that they had grabbed a confirm now. The confirm now device was never used and was discarded immediately. While a code team member ran to find an easycap a clinical decision was made to extubate and re-intubate the pt. The customer was unsure of the reason for extubation. The code ran for approximately 30-40 minutes and the clinicians were able to get the pt stable enough to transfer the pt to the operating room. While the pt was in the operating room the pt expired. The customer stated that the pt's death had nothing to do with the delay in time for extubation and re-intubation.

Manufacturer narrative:
Submit date (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.